Event description:
Procedure: lap chole.according to the reporter: the endoshears were not cutting correctly. Had to get a different pair. There was no tissue loss, no tissue damage, no extension of incision, no blood loss of 500ccs or more, nothing fell into the patients cavity and surgical time was not delayed by more than 30 min.

Manufacturer narrative:
(B)(4)